Event description:
During the eval of a returned spectrum infusion pump, 32 occurrences of "upstream occlusion" alarm were identified in the event history log which indicates a potential malfunction of the device. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the eval is complete. This complaint is an ancillary service event opened during the investigation of (B)(4). The "upstream occlusion" alarms were confirmed through the event history log review. The ultrasonic sensor was replaced.